Event description:
A pump declared a cartridge alarm, occurring suddenly during the day, while it was properly vented. There was no adverse impact to the customer's blood glucose level. Despite loading a new cartridge, the alarm recurred. The customer was advised to use a backup therapy, multiple daily injections (mdi), and a replacement was arranged. Customer service confirmed the shipping address and provided instructions for returning the pump in storage mode, using a pre-paid label within ten days.